Event description:
Pt was revised to address loosening of the tray, femur and patella. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: this is a clinical patient, part/lot information was received and the doi (B)(6) 2002. The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The clinical study subject form was reviewed by the depuy (B)(4) clinical department and stated no x-rays or measurements were provided and could not confirm the aseptic loosening without reviewing the x-rays. The investigation could not verify or identify any product contribution to the reported event with the information provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not verify or draw any conclusions about the reported device loosening and polyethylene wear without the devices to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.